Event description:
Injurydamage to lower chin - skin [skin injury]. Toothbrush head as come off blade exposed - oral-b [device breakage]. Case narrative: consumer via social media stated that the oral-b toothbrush head came off, which left the blade on the oral-b toothbrush exposed. This in turn caused an injury/damage to their lower chin. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Injury...damage to lower chin - skin [skin injury] toothbrush head as come off...blade exposed - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via social media stated that the oral-b toothbrush head came off, which left the blade on the oral-b toothbrush exposed. This in turn caused an injury/damage to their lower chin. No serious injury was reported. 07-sep-2023 follow up via social media: the consumer was a female. No serious injury was reported. 07-sep-2023 follow up via social media: the concomitant product lot was 1cd93040148. No serious injury was reported. 11-sep-2023 follow up via pictures: the concomitant product was oral-b rechargeable toothbrush handle 3756. No serious injury was reported. 26-oct-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported. 30-oct-2023 case update from information initially received on 02-oct-2023: the suspect product lot was c636. No serious injury was reported.

Manufacturer narrative:
26-oct-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.